Manufacturer narrative:
Serial number: (B)(4). Software version: 3.8.5. Color: grey. Battery life remaining: n/a. Customer report: cap no longer stays attached. Per visual inspection: cap does not fit securely to inpen. No physical damage to cartridge holder was noted. Several attempts were made to pair inpen, every time app displayed dose doesn't match. The inpen does not pair with commercial mobile app. However, inpen did transmit to manufacturing app. Received inpen 1/4 of travel. Re-wound pen. Unable to dial more than 4 units. The dose button was removed and no dust / debris under the dose button or dose knob was noted. Inpen electronic stack, flex connector and battery were inspected for electrical faults, moisture damage, workmanship and cracked or damage components. No anomalies were noted. A battery test was performed, and the battery measured at 3.006 volts. Inpen was cut open and after inspection it was found that the encoder pattern wheel tabs rotating and traveling off the keyed slots of dose nut guides. Encoder pattern wheel should never rotate. This causes an unexpected travel of the encoder pattern wheel creating resistance to dial and dispensing. Abrasions down the length of the dose nut. Unable to perform functional test due to difficult to dial/dose. Installed front shell to testing inpen and front shell did not stay attached. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: it was determined from destructive analysis that the difficult to dial/dose was caused by a pattern wheel misalignment due to an encoder base bond failure. This can affect insulin delivery. Broken encoder bond can cause the encoder to not make electrical connections therefore, missing a count or if there is a short or may cause inpen not paring. Therefore, the customer complaint of cap no longer staying attached was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pens were broken and damaged and was not working. Customer stated that cap was no longer attached. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump. The device was returned for analysis.